Manufacturer narrative:
(B)(4). The device was previously received and had been processed through service. As the device was not associated with the reported death until after this service, a full root cause analysis can not be performed to investigate the reported death. However, a device history record review, service history review and event history log review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient weight known from the logs. The device was originally manufactured in 1999. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was reported as cardiac failure. It was not reported if an autopsy was performed. Additional information was requested, but is not available.